Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the stapler was fired twice. On the third use, the reload was loaded and cycled correctly. When the surgeon clamped the stapler down on the stomach for the third firing, he was unable to squeeze the handle to fire. The stapler was articulated at the time. The surgeon disengaged the stapler and removed it from the patient. The scrub nurse removed the reload and attached a new reload to the handle. The replacement reload wouldn't close. When this new reload was removed from the stapler, a small piece of metal fell out of the end of the shaft. The handle was replaced to complete the case. There was no patient injury.